Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure to repair stress incontinence and intrinsic urethral sphincter deficiency on (B)(6) 2007 and a pelvic floor repair mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient initially recovered well following the (B)(6) 2007 surgery, but developed recurrent urinary tract infections, urinary retention and sensory loss after voiding. The patient was advised on (B)(6) 2008 that another surgery would be required to excise the eroded mesh. She had mesh removal procedures on (B)(6) 2008, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2010, and (B)(6) 2011. (B)(6). (B)(4) sensory loss. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2009 the patient underwent cystoscopy, removal of mesh material from bladder, and transvaginal removal of that particular aspect of the mesh. It was also reported that the patient underwent the procedures of cystoscopy (B)(6) 2008, (B)(6) 2009, anterior colporrhaphy, and vaginal extraperitonealcolpopexy. It was not specified which procedures occurred on which dates.